Event description:
It was reported that during surgery for hip replacement, the surgeon mixed the cement. The surgeon injected the cement to the pt's femoral channel then inserted the stem. The cement was already hardened, as a result the stem was replaced unstably in the channel. The surgeon tried to extract the stem but a femoral fracture occurred. The stem and cement were extracted and the pt was treated for the fracture.